Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital for hypoglycemia. Blood glucose (bg) values dropped to 48 mg/dl while wearing the pod between 24 and 36 hours. The patient nearly passed out. For treatment, the patient stated that they were given ¿sugar shots¿ at the beginning and end of the visit to bring the glucose up, intravenous (IV) fluids at the beginning and end, and treatment for a headache. The patient stated that the low bg values were due to the cancer treatment they were receiving coupled with a decrease in food intake. The patient was discharged after 9 hours.